Event description:
It was reported that the patient is deceased and died approximately eight months post implant of the lead. It was further reported that the patient had ischemic heart disease, heart failure, and chronic renal failure. After progression of the heart failure the patient died due to electro-mechanical disassociation. The patient was enrolled in the alsync clinical study and the adverse event adjudication committee classified the event as unknown system related and as heart failure related.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: boston scientific ICD, implanted: (B)(6) 2013. St. Jude lead, implanted: (B)(6) 2013. (B)(4).